Event description:
A male patient reported that since he had an intraocular lens implanted in the right eye on (B)(6) 2012 he has difficulty with near and intermediate vision. Patient underwent a lri (limbus relaxing incision) which was ineffective in relieving his symptoms which he categorized as ''debilitating''. Patient was seen by his physician and was told the reason for his symptoms could be from the increase in vitreous of the eye. Patient was referred to retinal specialist and was told the vitreous was not the issue; rather, it could be the iol. Patient is scheduled to have a yag procedure on (B)(6) 2013.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.